Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the hand piece was difficult to attach to the front connector of the motor drive unit causing the blade to not spin well on the highest setting. The procedure was able to be successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector/coupling - conclusion : the prod upon which this medwatch is based has been rec'd, however the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.